Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of an infection, the two competitor leads were removed with a laser and while the device will be removed at a later date. There were no additional adverse effects reported.